Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced a high blood glucose event approximately one year prior to (B)(6) 2026. The patient stated that blood glucose reached 520 mg/dl after eating and required hospitalization for four days. The patient was treated in the hospital with an insulin pen. The insulin pump was in use leading up to the event, and the patient resumed insulin therapy after treatment. No further information available.